Event description:
It was reported that the patient presented to the emergency room (ER) after receiving shocks. It was also reported that device programming changes were made and the lead remains in use. It was further reported that the patient has suffered lasting effects from the shocks received from the whole terrifying incident. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.